Manufacturer narrative:
Batch review performed on 17 july 2018; lot 132004: (B)(4) items manufactured and released on 09 july 2013. Expiration date: 2018-05-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 12 july 2018; 1 year and 2 months after total knee replacement insert fixation screw backed out of the polyethylene insert. Immediate screw removal is strongly recommended. During arthroscopic surgery, visual inspection of articular surfaces can be performed in order to evaluate possible damages. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
Unscrewing of the locking screw. Revision surgery planned for (B)(4) 2018.

Manufacturer narrative:
On 30 july 2018 we were informed that the surgeon revised the liner. The surgery was completed successfully on (B)(6) 2018.